Manufacturer narrative:
The lot number for the device was provided. A review of the device history records is currently being performed. The stent remains implanted, therefore a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that two years after implant in a biliary location, a stent fracture was identified. Add'l info pending.